Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the right back cane keeps coming loose at the screws towards the bottom that attaches the assembly. Provider has continually tightened this screw in the cane and has put locktight on it a couple times and it still seems to come loose.